Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the usb cable became melted while inserted into the usb port. Subsequently, the cable could no longer be used to charge the pump. The customer's blood glucose level was 120 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy. In addition, a replacement cable was sent to the customer.